Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced gastrointestinal (gi) bleeding on (B)(6) 2020. The patients hemoglobin was 5.2 g/dl and they had positive stool occult testing. She also experienced shortness of breath and hypotension. The patient's plan of care was to stop warfarin and acetylsalicylic acid (aspirin), transfuse for hemoglobin of less than 7 g/dl, and after a esophagogastroduodenoscopy and a capsule endoscopy, heparin and warfarin were started. The patient was started on monthly octreotide injections and aspirin was initiated upon discharge on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.